Event description:
The customer's mother reported that the insulin pump alarmed button error after getting wet. Troubleshooting was performed. Found that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.